Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 14 months postop the initial left tka, this male patient had knee instability and required a revision. The surgeon used a 8mm logic pts spacer with a 15mm psc insert, which was a thicker poly. Patient was last known to be in stable condition following the event. Device will not return as the poly was sent off with tissue.

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the revision reported based upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint over the course of 14 months.